Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Previous experience from a retro review for devices still in use has been incorporated into this report.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Previous experience from a retro review for devices still in use has been incorporated into this report. Evaluation summary; (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The data indicates that the ventricular lead impedance has increased since the (B)(6) 2009 timeframe.

Event description:
It was reported that the rv lead impedance has been increasing over the past 9 months. Sensing and thresholds have been stable. The polarity was switched to unipolar in february. Previous experience on this device includes an increase in impedance with a reading of 1437 ohms. It was further reported that the lead exhibited high impedances and was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the rv lead impedance has been increasing over the past 9 months. Sensing and thresholds have been stable. The polarity was switched to unipolar in february. Previous experience on this device includes an increase in impedance with a reading of 1437 ohms. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Previous experience from a retro review for devices still in use has been incorporated into this report. Evaluation summary; (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The data indicates that the ventricular lead impedance has increased since the september 2009 timeframe.